Manufacturer narrative:
The device passed displacement test, sleep current measurement, active current measurement and self test. No unexpected low battery alerts or alarms or replace battery now alarms noted during testing or in the pump history file. Unexpected replace battery alert while monitoring and pump error 25 alarms were triggered when the lithium backup battery was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector on electrical board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the device functioned properly during testing as shown in the power management graph. The device was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture and peeling end cap address label.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a power error detected alarm. The customer's blood glucose was unknown at the time of incident. The pump error was not resolved. The insulin pump will be returned for analysis.